Manufacturer narrative:
Address: (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). As reported, the patient's post-operative period had been marked by a period of improvement, followed by increasing low back pain; pain radiating to her buttocks, left hip, thigh and calf; numbness in her left thigh; and bilateral foot pain with dysesthesias. Severe pain and symptoms ultimately compelled patient to undergo a revision surgery on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6)2006: the patient was pre-operatively diagnosed with lumbar stenosis, spondylolisthesis at l4-5 and underwent the following p rocedures: l4-5 decompressive laminectomy, pedicle screw stabilization at l4 to l5, posterior lumbar interbody fusion discectomy at l4-5 using leopard interbody cage and bmp- containing sponges, and posterolateral retrolisthesis at l4 to l5 using local autograft and bmp-containing sponges. As per op-notes, ¿the end plates were then decorticated and then a leopard cage size 10 was packed with bmp-containing sponges and placed in the disk space. There appeared to be a tight fit. An x-ray was obtained, which revealed proper placement of the pedicle screws and the interbody device. The wound was irrigated with copious amounts of bacitracin-containing solution. The pedicles screws were then compressed across the rods and the top nuts were tightened in appropriate torque. A cross link connector was placed. Epidural catheter was placed, as well. The wound was then irrigated with two liters of bacitracin-containing solution. The bmp-containing sponges and local allograft were placed in the posterolateral gutters.¿ the patient tolerated the procedure well without any intraoperative complications.